Event description:
Additional information was received indicating surgical intervention was taken to revise the right ventricular (rv) lead from another manufacturer. It was noted that the intrinsic amplitude and impedance measurement tests as well as tachy therapy appeared to be turned off, potentially since the lead revision. The health care provider planned to follow up with the physician to discuss the system settings. This crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) has right bundle branch block and that this device and a right ventricular (rv) lead from another manufacturer exhibited noise and oversensing that led to the delivery of an inappropriate shock. A lead revision was scheduled, however no further information was available. This device remains in service. No additional adverse patient effects were reported.